Event description:
It was reported the patient had increased pain. There was a catheter break/cut. The event severity was considered ¿moderate (produces some impairment of functioning but is not hazardous to health).¿ there was a significant increase in pain. An intrathecal dye study was done on (B)(6) 2014 . There was inability to aspirate from the catheter and a catheter fracture at the interspinous ligament, diagnosed from abnormal extravasation of contrast at the interspinous ligament. The pump was to be replaced due to >50% usage at the time of surgery. The catheter was explanted/replaced on (B)(6) 2014 . The system was being used to deliver compounded baclofen or morphine sulfate. The event resolved without sequelae on (B)(6) 2014 . It was later reported the system was being used to deliver morphine and bupivacaine. The entire system was explanted on (B)(6) 2014 .

Manufacturer narrative:
Concomitant medical products: product ID: 8598a, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2014, product type: catheter. (B)(4).

Manufacturer narrative:
Concomitant product: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2014, product type catheter.